Event description:
It was reported that the user experienced a hypoglycemia event with a blood glucose of 51 mg/dl while using the ilet and inquired about performing a factory reset; the user treated with oral glucose (candy) and later reported a blood glucose of 131 mg/dl, and education was provided on treating lows and considering referral to a trainer for device guidance. Symptoms included hypoglycemia. Outcomes included recovery after oral glucose without escalation of care. Investigation included complaint handling with user education and referral to clinical support for potential device reset and review of algorithm operation steps. Investigation of this case revealed that the cause of the hypoglycemia was unclear, with no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.